Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the stapler at the right lower lung lobe during a laparoscopic video-assisted thoracoscopic lobectomy, the device fired but the stapler line was incomplete at the distal part. They changed into a new reload to finish the staple line. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.